Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead fracture and a high impedance out of range was noted. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead fracture and a high impedance out of range was noted. A new lead was implanted. No additional adverse patient effects were reported.